Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to his low blood glucose of 29mg/dl. The caller stated that he went to a meeting last night, and before he took a bolus he transferred his blood glucose to the insulin pump and it shows 10 units even though he knows it was too much insulin. The customer stated that his neighbor found him in his truck passing out at the end of the road five blocks from his house. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and the reservoir was showing the same amount of insulin as shown on the status screen. The customer also mentioned that the paramedics have been called several times before, but he does not remember the dates. The last time he was driving and the police pulled him over. They saw he was diabetic and they called the paramedics for him as well. No further information was provided.